Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a deviation between the stylus and the cursor. It was indicated that touchscreen connector required reseating. It was also indicated that there were software errors in the logs. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had a calibration problem. The programmer was returned for service. There was no patient involvement.